Event description:
The customer reported that the laser didn't "irradiate" during a procedure. An error code, like "filter check" displayed on the system. The customer rebooted the machine, and it "irradiated" a couple of times. However, the system stopped again, displaying an error code. The technician checked the cable at the connection to the filter, and the problem wasn't solved. Therefore, the procedure was performed with cryo-coagulation and injected silicon. The surgery was completed. There was no patient injury.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.